Event description:
It was reported that the right atrial (ra) lead was experiencing low impedance in bipolar, and there were several high-rate episodes with noise observed on the electrogram. No fracture was observed on x-ray, and manipulation did not produce oversensing or undersensing. The lead was reprogrammed to unipolar and impedance has remained stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Addrl1 implantable pulse generator (ipg) implanted: 2010-(B)(6), 5054 implantable pacing lead implanted: 2010-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial impedance trend shows minimum impedance of 'short', between (B)(4) 2013 and (B)(4) 2013. In 5 weeks following, minimum impedance is <(> <<)>300 ohms. Counters show 87 low impedance paces and 425 short intervals, but no lead warning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.